Event description:
Related manufacturer reference number: 2938836-2019-02739, 2938836-2019-02741. It was reported that the patient presented to the emergency room with inappropriate high voltage therapy as a result of noise on both the atrial and ventricular leads. The patient was stable and is pending a lead revision procedure.

Event description:
New information received notes that the device was explanted and replaced. The rv and ra leads were capped and replaced on (B)(6) 2019.

Manufacturer narrative:
The reported field event of inappropriate shocks due to lead noise was confirmed in the laboratory due to review of stored egm. The device was tested on the bench and no anomalies were found. The cause of the reported event could not be determined.

Event description:
New information received notes that the patient was in stable condition during a normal wound check following the revision.